Event description:
Revision surgery due to pain, restriction of movement, arthrofibrosis, heterotopic ossification and fascia/soft tissue cicatrization. This issue was described in documents we have received in context of complaint (B)(4) (second revision surgery),which was reported under 9613369-2016-00026. An earlier surgical intervention in 2011 was reported under 9613369-2016-00054.

Manufacturer narrative:
.

Event description:
First revision surgery with exchange of the ceramic ball head due to pain, restriction of movement, arthrofibrosis, heterotopic ossification and fascia/soft tissue cicatrization. This issue was described in documents we have received in context of complaint (B)(4)(second revision surgery),which was reported under 9613369-2016-00026. An earlier surgical intervention in 2011 was reported under 9613369-2016-00054.